Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection on (B)(6), 2014. The fse replaced the waste pump the aspiration probe (pump 5). However, the customer observed imprecise results. A siemens field application specialist (fas) went on-site and performed several replicates with a negative patient pool sample and low calibrator on (B)(6) 2014. The cvs were good (10.80% and 9.94%). The fse and the fas were sent to the customer site for another visit. The fse performed preventive maintenance between the precision runs. No issues were identified. The fas performed a precision run on (B)(6) 2014. The precision run was with multi diluent 11 and a control sample. The cvs were good (4.85% and 3.53%). The fas discussed sample handling with the customer. The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Imprecise advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from four patients. The difference was observed between the replicates run. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.